Manufacturer narrative:
A ge service rep performed an on site investigation. The flash memory was reloaded during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system would not boot up and there was a communications error message prior to a case. No pt injury was reported.